Event description:
Medtronic received information that approximately 6 months following the implant of this transcatheter bioprosthetic valve, fluoroscopy confirmed two stent fractures with no hemodynamic changes. One year following implant, 7 to 8 fatigue fractures were noted, with loss of stent integrity. An intervention was performed, implanting two stents and another transcatheter bioprosthetic valve. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4): method: device history reviewed. Results: device history review found the product met specifications when released for distribution. Conclusions: cause of event cannot be determined. Analysis: no product was returned. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. The device history record was reviewed and showed that this product met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.